Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID#: mc1vr01-delsys. Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed. No anomalies were found. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the micra was able to be deployed and recaptured with no anomalies or resistance. The blue deployment button functioned normally, with no anomalies or resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:brand name: micra, mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, dev rtn to MFR? Yes, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 12-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the blue button on the delivery system didn't seem to function properly and wouldn't completely retrieve the device into the cup. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.